Event description:
It was reported that a malfunction occurred with a tandem pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump would be provided and was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Instructions were given on how to put the pump into storage mode before returning it using a prepaid label within ten days, and these instructions were understood and acknowledged by the caller.